Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the patient and advanced across the left atrial septum. The sheath was aspirated with the catheter inside the sheath. At this point, constant air was noted to be going through the valve, which aspirated through the sheath side port. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. During the initial preparation of the first sheath, it was noted that the scrub nurse roughly handled the dilator upon the first break of the sheath valve with the dilator tip. A breach was then made with the dilator tip at an angle and the seal of the valve was not breached with due care. Other than this step, the sheath and dilator was prepared according to the instructions for use. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.